Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a false low potassium (k) result for one (1) patient sample that was generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous result was reported out of the laboratory. The sample was rerun on an alternate instrument in the laboratory and results were amended. The patient was given a k supplement in the ER based upon the original k result reported. After the result was amended, the patient was sent home and the patient was not adversely impacted by the treatment. No other reports were received based on patient affect for this event. This reportable event documents the affect to patient in this event. A separate MDR 2050012-2011-00907 documents the malfunction portion of this event.

Manufacturer narrative:
Qc prior to the event initially recovered too low. When they were repeated, qc was within lab-established ranges, but on the low end of the range. Samples were then run. After the event, the system was recalibrated and then qc was within range. Recalibrating the system seemed to resolve the issue. A bci field service engineer (fse) was dispatched to evaluate the instrument. The fse performed a "health check" and all testing passed specifications and no issues were found.